Manufacturer narrative:
The device remains implanted in the patient, therefore product testing on the device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. In addition a complaint history review was completed, there were no complaints found to be related to the reported event. A review of the device labeling was completed. Iop increase as well as a dislodged stent are identified in the labeling as a known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Reference # (B)(4).

Event description:
It was reported through a post-market clinical trial that following an uncomplicated cataract surgery and implantation of a trabecular micro-bypass stent a patient presented on postoperative day eight (8) and ¿stent migration¿ was observed. The stent was initially implanted at the 3:00 position. A (B)(6) performed on postoperative day 15 ((B)(6) 2017) showed an artifact that may possibly have been the stent; however, the doctor was unable to confirm via gonioscopy. On postoperative day 26 ((B)(6) 2018), (B)(6) confirmed the presence of the stent at approximately the 2:30 position. The status of the stent is currently ¿unchanged¿ and has not resulted in any adverse impact to the patient. Of note the patient presented 3 hours post-operation with an iop increase greater than or equal to 10mm hg above baseline and was placed back on a iop lowering medication (simbrinza bid). The event was reported to have resolved by post op day one as the patient¿s iop lowering medications were discontinued prior to surgery.

Manufacturer narrative:
A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following additional information was received. The patient presented with stent obstruction postoperative. The stent obstruction was treated with medication and a ubm was performed on (B)(6) 2018. The patient¿s recent status was reported as ¿recovering¿.